Manufacturer narrative:
Part: 03.130.010; synthes lot: h569290; supplier lot: n/a; release to warehouse date: july 27, 2018; expiration date: n/a; supplier: monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the stardrive scrwdrvr shft/t4 50 mm/self-retaining/hxc was received with a twisted distal stardrive tip. The tip is twisted in the direction of resistance from insertion. No other visual issues were identified with the returned components of the device. The device failure/defect of twisted tip was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: dimensional inspection of the stardrive tip could not be conducted due to post manufacturing deformation. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Stardrive scrwedriver shaft t4. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50 mm/self-retaining/hxc as the stardrive tip was twisted in the direction of resistance from insertion. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2019, the tip of the stardrive screwdriver twisted when the surgeon was final tightening the screw. There was no surgical delay and as there were two of these items in the set. There was no reported patient consequence. Concomitant devices: cortex screw (part: 02.214.111, lot: unknown, quantity: 1). This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).